Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had not reported symptoms. The customer was advised to treat high blood glucose with shots and syringe. Customer¿s high blood glucose level was 500 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 403 mg/dl. Customer¿s stated the blood glucose level was 500 mg/dl today and 403 mg/dl and this morning it was a little over 300 mg/dl, customer took a bolus before breakfast and then after customer tested blood glucose was in the 400s mg/dl. Troubleshooting was performed. Customer was neither in the emergency room, nor admitted into the hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports drive support cap was normal. Customer reports insulin exited. Customer wishes to perform the high pressure test. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.